Event description:
It was reported that, approximately one month post implant, there was a suspected right ventricular (rv) lead failure when an alert was triggered for low pacing impedance. The lead also exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal conductor was extrinsically distorted due to kinking/buckling. The stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.